Event description:
A malfunction alarm labeled as "malf 9" was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not reappear. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the customer acknowledged and understood.